Event description:
It was reported that a user received a ¿pairing failed¿ alert when attempting to scan a freestyle libre 3+ sensor with the ilet bionic pancreas, then rescanned and received ¿sensor already started,¿ after which the pump displayed a sensor warmup with time remaining; the user was advised that readings would resume after warmup, and no further assistance was required. No clinical signs, symptoms, or conditions were reported. Outcomes included restoration of sensor communication following warmup. User support included review of product use and troubleshooting education with no health impact. Investigation of this case revealed that the initial pairing failure resolved after the sensor was recognized as already active, indicating proper linkage and normal warmup behavior consistent with standard operation of the sensor-pump interface. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use sequence leading to an initial pairing error that self-resolved with correct rescanning and normal device function.